Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via a 7f sheath hole prior to a leadless pacemaker implantation interventional procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with the second prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 24f sheath and the procedure was moved to the right common femoral vein (rcfv). The suture of the fifth prostyle device was also successfully pre-placed in the rcfv. A cuff miss [suture retrieval issue] occurred with the sixth prostyle device in the rcfv. The sutures of another two new prostyle devices were successfully pre-placed in the rcfv. The leadless pacemaker implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures at both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.